Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 500mg/dl. The customer had no any symptoms. Customer's current blood glucose value was 300mg/dl. Customer stated that they had issue with his sensor .troubleshoot was not performed for high readings. The insulin pump passed the high pressure test. The product was not returned for analysis.